Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred after loading a new cartridge. Reportedly, the customer indicated that a new cartridge would be loaded. The customer had not tested their blood glucose level.